Event description:
The customer reported that the system displayed an over frequency error message and the images were uninterpretable. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back in service.